Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively when the catheter was flushed with heparinized saline, the device had a leak at the junction of the arterial (red) adapter and silicone extension tube. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a device history record(DHR)review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. Visual evaluation of the sample reveals signs of manipulation. Visual inspection was performed and it was observed that the arterial extension of the catheter has a cut. The reported condition has been confirmed. The physical sample involved in the reported incident was returned for evaluation. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. 100% devices are inspected for leaks or cuts in the extensions per procedure. The most probable root cause can be considered as misuse. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and t rending purposes. If information is provided in the future, a supplemental report will be issued.